Event description:
Reportedly, the staples did not close on the tissues. No injury. Per add'l info just obtained, the surgical time was extended by 30 min. Report changed to serious injury. Procedure: colectomy.

Manufacturer narrative:
.